Event description:
It was reported the patient passed away while being monitored via telemetry. No further information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating the patient passed away while being monitored via telemetry. Attempts were made to obtain additional information related to the event; however, the response provided by the customer indicated that 'it is no longer an issue according to the pdl (nursing staff leader)." The customer did not provide any further information.

Manufacturer narrative:
Remote service personnel contacted the customer to obtain additional information and verify function of the device; however, no analysis was able to be performed as the customer indicated there was no longer any issue and provided no further details related to any issue that had previously occurred. The product malfunction was unable to be confirmed because the customer indicated there was no longer an issue and the device is back in service. No further information was provided. A review of the service history for this device shows there have been no additional issues reported related to this device. Based on the information available, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.